Event description:
It was reported that the surgeon used over torqued the screwdriver and broke the tip.

Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment; labeling review; additional document review results: the returned screwdriver tip was confirmed to be deformed in a torsional matter during screw insertion. The sales rep confirmed that the hole was prepared using a probe and a tap, which is proper technique for screw insertion. No manufacturing issues were identified during manufacturing record review. Conclusion: the root cause is not determined and multifactorial.

Event description:
It was reported that the surgeon used over torqued the screwdriver and broke the tip.